Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited a long charge time alert. The device was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
A review of the device image showed that the device timed out during capacitor maintenance. The high voltage capacitors were analyzed, and internal damage to one of the capacitors was found. The damaged high voltage capacitor caused the extended charge time.